Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer on three occasions in (B)(6) 2010 and (B)(6) 2011. After each installment the pad-pak (battery) was immediately removed. The device would not be operational without the pad-pak installed. The information obtained from the device showed the device was switching itself on automatically resulting in manual power-ups of 10 minutes in duration occurring on (B)(6) 2011 and continued through to (B)(6) 2011, and from (B)(6) 2012 and continued sporadically up to (B)(6) 2012. The device switching itself on is a known symptom of a damaged or faulty membrane. Although in this event there was no fault measured it is probable that damage has been caused to the membrane which has caused the device to switch on automatically. A device switching an automatically has the potential to cause premature depletion of the pad-pak (battery). The pad-pak (lot 713) returned with this device was tested and found to have depleted in line with normal usage. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.